Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure and circuit board was potentially damaged. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the circuit board was potentially damaged and they request that a field service technician come onsite to do preventative maintenance. The field service engineer was able to resolve the issue by replacing the module controller board and reconnected the bus cable. The system functioned as intended after the field service engineer troubleshooted the device.